Event description:
A malfunction in a tandem insulin pump was reported by the caller, identified as malfunction 199. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to report any future malfunctions.